Event description:
It was reported that anchor pulled out of the bone and broke into numerous pieces. The anchor was in the patient at the time of failure. Pieces were retrieved from the patient with a pituitary rongeur which caused a 20 minute delay in the case. A backup device was available to complete the procedure with no patient injuries.

Manufacturer narrative:
Due to no product return the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate. If objective evidence, relevant information or product becomes available to assist with evaluation, the complaint will certainly be revisited.